Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 4 patient sample on a cobas e 411 analyzer (disk system). Patient 1: the initial result was 17.12 pg/ml. The result was reported to the patient's doctor and was considered to be critical for a female. Two hours later, a new sample was tested and the result was 3.28 pg/ml. The sample was repeated and the result was <5.0 pg/ml. The initial sample was repeated and the result was 4.25 pg/ml. Patient 2: on (B)(6) 2024 the initial result was 24.93 pg/ml. A new sample was collected. The result from the new sample was not provided. Recalibration was performed and the sample was repeated. On (B)(6) 2024 the initial sample was repeated and the result was 11.95 pg/ml. Patient 3: on (B)(6) 2024 the initial result was 21.73 pg/ml. A new sample was collected. The result from the new sample was not provided. Recalibration was performed and the sample was repeated. On (B)(6) 2024 the initial sample was repeated and the result was 8.36 pg/ml. Patient 4: on (B)(6) 2024 the initial result was 23.39 pg/ml. A new sample was collected. The result from the new sample was not provided. Recalibration was performed and the sample was repeated. On (B)(6) 2024 the initial sample was repeated and the result was 12.52 pg/ml. For patients 2-4 the samples were repeated due to qc being out of range. Corrected reports were sent for patients 2-4.

Manufacturer narrative:
The reagent lot number is 771982 with an expiration date of june 2025. The calibration was acceptable. The qc results varied and were high. The field service representative performed checks and found the tubing was loose. He repaired it and purged the pipettes without error. He replaced the reagent pack and performed calibration and qc with acceptable results. He performed a repeatability test with a patient sample and the results were: 7.33 pg/ml, 6.81 pg/ml, 7.02 pg/ml, 7.67 pg/ml, 7.87 pg/ml. The results were acceptable. The investigation is ongoing.